Event description:
It was reported that the pump declared an altitude alarm, and the customer's blood glucose level was not adversely impacted. The pump had encountered similar issues within the past month. The customer regularly cleaned the speaker holes and did not wear the pump against their skin. However, the pump was exposed to moisture, leading to the altitude alarm. The alarm resulted in the suspension of insulin delivery, and attempts to resume insulin after following technical support instructions were unsuccessful. The technical support instructed the customer to wait for two hours to allow any additional moisture to evaporate, and a follow-up was planned.